Event description:
Huber needle removed from packaging. Rn noticed a chip of plastic missing from the connector. Product not used. Other flaed products have been discovered during routine rn activities. Rn on high alert for issue.